Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer atrial septal defect (asd) occluder (lot: 90123860 was chosen for implantation utilizing an unknown abbott delivery system. During implantation, the asd occluder deformed into a cobra shape. There was no interaction with cardiac structures and no kink or bending in the delivery system. A non-abbott replacement was used to complete the procedure. The patient was reported to be stable. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Information from field indicated that there were no interactions with cardiac structures and no angulation/kink observed with the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally images received from field appeared to show device deformed in cobra shape. The cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer atrial septal defect (asd) occluder (lot: 90123860 was chosen for implantation utilizing an unknown abbott delivery system. During implantation, the asd occluder deformed into a cobra shape. There was no interaction with cardiac structures and no kink or bending in the delivery system. A non-abbott replacement was used to complete the procedure. The patient was reported to be stable. There were no reported patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.